Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device exhibited no pacing output, therefore the right ventricular (rv) lead was not capturing. The device and rv lead were explanted. No patient complications have been reported as a result of this event.